Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver power issue occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Receiver buttons manual test was performed and passed. The customer¿s complaint was not confirmed due to ¿receiver power issue¿ because g7 receiver passed power testing. The allegation was not confirmed as reported allegation was not found. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a receiver power issue occurred. On 09/08/2025, it was reported that the patient was experiencing sweating, shaking, dizziness, lightheadedness, but his dexcom receiver was not showing any readings since it was not turning on. The last know cgm was 112 mg/dl sometime prior. He attempted to drink juice, but he fell on the floor. He called 911 and lost consciousness. When paramedics arrived, they took manual bg and the value was 14 mgdl so they administered glucose via IV. Paramedics stayed at his home until around 08:00 pm. He was asked if wants to go to the hospital, but he declined since he was feeling better. The manual bg value before the paramedics left was 126mgdl. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.